Manufacturer narrative:
Manufacturer's investigation conclusion : the reported event of a no external power alarm event was confirmed via log file analysis. A log file was submitted for evaluation, which captured intermittent no external power alarm event on 30aug2023 at 02:56:13, on 31aug2023 at 21:56:42 and on 01sep2023 at 05:41:43. The intermittent alarm events appear to be a loss of power from the mobile power unit. An unexpected power cable disconnect alarm was captured on 01sep2023 because the black power cable was connected to the mobile power unit and the white power cable was connected to the 14v battery/clip. The system reverted to the internal 11v backup battery for power each event and was unaffected by the loss of power to both power cables. A power exchange to the 14v batteries/clips were performed, which cleared the alarm. Of note, the intermittent no external power alarm were not captured when both power cables were connected to the 14v batteries/clips. While the information suggests a damaged patient cable assembly issue that led to the alarm issue, a relationship between the damaged patient cable assembly and the unexpected alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information communicated that the cause of the unexpected alarm issue was determined to be related to the patient cable assembly. An unexpected alarm was reproduced when manipulated at a kinked section. The unexpected alarm issue resolved when the old mobile power unit was exchanged with a new mobile power unit. Further information received indicated the old mobile power unit was disposed of.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no external power alarms on (B)(6) 2023 and (B)(6) 2023. There was a single power cable disconnect alarm for the white power lead while on battery power, as well as when the mobile power unit (mpu) was in use. A review of the log file revealed the system controller was connected to mpu power when it lost power. The white power lead was then connected to battery power and the alarm condition resolved. The black power lead was still connected to mpu power and the power through this lead was still fluctuating. The white power lead was then disconnected from battery power and a no external power event occurred. The issue with the mpu was isolated to a slight kink. Manipulation of the kink was sufficient to recreate the power cable disconnect alarm.